Manufacturer narrative:
The technician found the brake caster would set in brake position but would not hold. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the blade mode, replace or adjust when necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake cater to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes wil not set. The bed was located at the account 110. There was no pt/user injury reported. (B)(4).